Event description:
One hundred forty complaint from us veterinarians have been received by distributor during 2003, 2004 and 2005 regarding the performance (of lack thereof) by synthetic absorbable surgical suture sold under the oasis label and manufactured in china by arc medical supplies (beijing) co, ltd. These complaints include thread breakage problems and tissue reaction problems. In most cases, the complaints involved surgical suture that was at least 6 months past the date of MFR. (Because the absorbable synthetic suture absorbs moisture as the basis of its absorption function, any shortcoming in drying or packaging most often manifests itself with the passage of time. Therefore, it is possible to test finished suture upon delivery and not uncover pending problems.) To our knowledge, no formal investigation of these complaints were executed by either the MFR or the distibutor. However, the complaints were limited to us veterinarians receiving oasis label suture from distributor. Furthermore, each shipment had a smaller % of complaints than the previous shipment, and at one point, it looked as though lot uc0209, produced in july 2003 was not going to receive any complaints or returns. (We have no direct knowledge of shelf-life tests performed by the manufacturing other an their verbal claims that they were performed and supported the notion that the breakage problem was solved). Without any help forthcoming from either the MFR or the distributor to investigate any of these complaints, reporter purchased 120 dozen pdo suture on october 20, 2005 fro testing at an animal hospital. There were no breakage problems with this newly produced suture but 6 of 25 procedures (by 3 different dvms) experienced negative tissue reaction. Sterility tests were performed on 01/16/2006 and the tests proved the product to be sterile. It appears the reaction problem stems from something other than sterility issues. Meanwhile, in november 2005 some lot uc0209 returns came in. A month earlier we learned that the distributor had been selling some of the oasis brand suture to us podiatrists. Additionally, another reporter customer outside the us purchased the same product with a different label and experienced breakage problems and reaction problems. This was reported to reporter by this overseas customer on december 1, 2005. Reporter believes the failure of 6 of 25 procedures during testing together with the facts outlined above brings these complaints to the level of a reportable event. Reporter is not aware of complaints or returns from suture suture sales to podiatrists. However, the lack of investigation effort into the compliants of which we are aware brings the status of those podiatry sales into question.